Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 6, 2014.